Event description:
It was reported that the cardiac monitor revealed a right ventricular lead (rv) warning and polarity switch. The rv lead had low impedance and low pulses and unipolar impendance was higher than bipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.